Event description:
Customer reported a low battery alert. The blood glucose reading was 40 mg/dl. She treated with glucose tabs. She stated that the battery cap and compartment had no signs of damage and corrosion. She was not sure why the blood glucose was so low. The blood glucose was brought up to 110 mg/dl after treating. She also reported that she had a low blood glucose of 23 mg/dl and that the sensor had shown it to be 80 mg/dl. She also reported that she had been in a car accident when she was driving. She did not recall how they treated the low blood glucose but stated that when she woke up, she was being treated with a hot blanket to bring her temperature back up. She stated that she had probably not been eating properly. The customer did not calibrate when blood glucose was stable. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.